Event description:
It was reported that during revision of a competitor lead, the patient's left ventricular (lv) lead was dislodged. The lv lead was then explanted and successfully replaced. The patient remained stable.